Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
It was reported that the ventilator alarmed light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The customer troubleshot with technical support. The customer replaced the power switch overlay, and calibrated the touchscreen to address the issue.